Event description:
The customer reported that while not in therapeutic use, the device would turn on by itself and run on ventilation mode after a period of time. The service engineer performed an evaluation of the device by pulling the event logs and discovered error code 1124-cbit battery failed. The service engineer confirmed with the customer that the battery had already been replaced and planned to replace the pm pcba next. The service engineer informed the customer that the pm pcba was currently on back order and the customer acknowledged and agreed to postpone service until one was made available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.